Event description:
It was reported that the customer went into diabetes ketoacidosis and was hospitalized multiple times for high blood glucose readings. Customer's blood glucose reading at the time of the hospitalization was 430 mg/dl and was released after the blood glucose readings went down. Customer reported symptoms of stomach pain and dizziness. Customer's blood glucose readings during the second hospitalization were over 500 mg/dl and it was noted that their reservoir was leaking. Customer was released after the blood glucose readings were stable. Customer is unsure if the cause was the insulin pump or deviating from her diet. Parents believe that the customer is sneaking candy and chocolate. Customer also had an incident where they went low and was treated with apple juice and glucose pills. Customer's last blood glucose reading was 289 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.